Event description:
It was reported that an eyhance intraocular lens (iol) lead haptic was broken during handling prior to insertion, when package was opened. There was no patient contact. Surgery completed successfully using the back-up iol. The directions for use (dfu) was followed, no unplanned vitrectomy, unknown if with incision enlargement and sutures. No other information was provided.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.